Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# v208208, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v208208, ubd: 04-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that when they initially received the ins in 2009 they tripped and fell and broke/damaged the lead. The caller stated that they had the lead replaced but the old (damaged lead) was left in the patients hip. Pss reviewed with the caller that mdt records show all old equipment was explanted and reviewed what our records show in regard to how many surgeries they have had. The caller stated that they had x-rays done recently and could still see the old lead (fragment ) left in the patients hip in addition to the lead the currently have. The caller mentioned that an hcp replaced the lead and the ins but were unable to remove the abandoned product without compromising the patients hip. The caller stated that the hcp spent 5 hours attempting to dig it out so they could put the new lead back in on the same side of the hip the surgery was done on but were unable to remove. The caller stated that due to the patient's sciatica the hcp switched implant sights on the patients hip. Pss redirected to the hcp to further assist. The caller mentioned that the primary care hcp is dr. Richard ward and are due to see him next week. The caller mentioned that they will ask dr. Ward for a referral to an hcp familiar with the ins.